Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
PMA/510k #: 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a valve implanted in aortic position underwent surgery for valve in valve replacement after an implant duration of approximately 13 years and 6 months due to degeneration leading to leaflet thickened. There was no evidence of calcification. As reported, the doctors are satisfied about the durability of the surgical valve. A 23mm valve was implanted successfully. Patient was noted to be in stable conditions after the procedure.